Manufacturer narrative:
Report source: country: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) was "not working" and that they "had not had stimulation in about a week and a half" at the time of report. The patient tried to communicate with the ins with their patient programmer; however, the programmer displayed a "poor communication screen" at that time. The patient replaced the programmer's batteries, but this did not resolve the issue. It was unknown whether any external factors had contributed to the event. The patient's programmer was replaced and the patient was redirected to their healthcare provider as a result of the event. It was noted the issue was resolved at the time of report. There were no surgical interventions performed, it was unknown whether any were planned, and the patient was alive with no injury at the time of report.

Manufacturer narrative:
The serial number of the implantable neurostimulator has been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.